Event description:
Affiliate reported that the device was explanted as a result of over drainage. It was noted that the valve was used in conjunction with another device from another medical device company.

Manufacturer narrative:
Upon completion of the investigation it was noted that the apparent root cause for the problem reported by the customer was due to biological debris. Biological debris caused the device to fail the programming test. Debris found throughout the device could potentially cause the problem outlined by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.